Event description:
Port-a-cath inserted. Patient needed to come back to or 4 mos later to have removal and reinserting of vad. Intra-op c-arm was done and showed a leak in the catheter. Old catheter replaced.